Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged past 5% despite the attempt of multiple cables. The customer stated that the usb port feels loose when connecting the usb cable. The pump subsequently shut down due to insufficient power. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.